Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 09-jan-2025, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-1588rts acl tightrope rt suture broke. This was discovered during use with no patient harm. No further information was provided, and additional information has been requested.